Event description:
The user facility reported that fluid was observed leaking from the gas port of the oxygenator after the initiation of bypass. The involved oxygenator was changed out, and the procedure was completed successfully with no further problems. The blood loss due to changing out the oxygenator was estimated to be approximately 320-cc. Additional event specific information was not available.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed a broken hollow fiber to be the cause of the reported leakage. All units are leak tested during production and there were no unusual production issues identified in the device history record. A review of the complaint files confirmed that this lot has not been reported previously. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.